Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Noise was noted on the right atrial lead and drop in impedance. The noise was not reproducible. The device was reprogrammed, and the physician would continue to monitor the lead. The patient was stable.